Event description:
It was reported that a patient's right ventricular lead became dislodged from the septal wall to the apex of the right ventricle. The patient's lead was explanted and replaced on (B)(6) 2022. The patient experienced no adverse consequences as a result of the dislodgement, and was stable throughout the replacement procedure.